Event description:
The manufacturer received information alleging an issue related to a ventilator's internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported: date of event as (B)(6) 2016 and date of this report as (B)(6) 2016. The correct information for both is (B)(6) 2016.